Event description:
There have been two incidents involving my minimed insulin pump. I am not 100 percent certain of the dates of the incidents. I do know that one happened in (B)(6) and the other in (B)(6). Both occurred after a battery change. The pump would go through periods of glitches showing several of the same messages over and over again, be unresponsive no matter what buttons were pressed or not power up at all even when a new battery was inserted. I received the alert in (B)(6) about the pump being unresponsive due to humidity or airplane pressure since I do live in (B)(6). But what I've experienced in less than one year of owning this pump makes me believe it has more issues. I called the company concerning the first incident and they seemed to suggest that it wasn't a big deal and that for some reason the battery just wasn't inserted correctly. I on the other hand think that the pump is faulty and that it should be replaced.